Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer mentioned that he gave bolus to himself and then the insulin pump received insulin flow block alarm. Customer was assisted with troubleshooting and they stated that event was resolved by changing complete set. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.